Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Service representative replaced the system and user interface pcb assembly and a proper device operation was subsequently observed through functional and performance testing. The device was returned to the customer for use. The replaced system and user interface pcb assembly were sent to our pac (product analysis center) for the further evaluation. It was determined that the root cause of the device to display a white screen is a shorted capacitor, designator c181, on the user interface pcb assembly.